Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn probe assy, suct, sin was being used on (B)(6) 2021 during a shoulder arthroscopy w/ subacromial decompression procedure and ¿the surgeon started the procedure and inserted the wand to start ablation. Approximately 15 min into the procedure dr. (B)(6)noticed one of the prongs had broken off. The or staff and surgeon located the broken piece and successfully removed the broken prong from the patient.¿ the procedure was completed with an alternate same device. There was a delay of 15 minutes. After further assessment it was found, the part of the wand that broke off is one of the nodes. There are three nodes on the end of the wand and one of them broke off. It is not known when it broke off. Dr. Noticed it was missing while he was using it in the tissue. The electro surgical unit being used was the edge bipolar arthroscopic rf system. It is believed the setting was at 5. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿one of the prongs came off when removing the wand from a metal cannula¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. This issue will continue to be monitored through the complaint system to assure patient safety.